Manufacturer narrative:
The device received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The device received cracked case display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.